Event description:
The battery led keeps flashing & batteries don't seem to hold charge.

Manufacturer narrative:
The battery led keeps flashing & batteries don't seem to hold charge. The unit was evaluated and the symptom was verified. Additionally, the device failed to charge the battery and power up via ac. Replacing the power supply resolved the issue.